Event description:
Device 1 of 3. Reference MFR report #1627487-2013-19927 and reference MFR report #1627487-2013-19928. It was reported two of the patient's extensions were explanted and replaced due to invalid impedances. The patient has two scs systems implanted and it is unknown which extensions were explanted. The patient rec'd four extensions from three different lots, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.